Event description:
This file was opened to document an alleged malfunction of intermittently blanking of the device's display screen during pt use. The alleged malfunction was mentioned in a letter received by mpc from the facility date 09/20/2000 with regard to a separate device malfunction report. No further details of the reported malfunction were released. A search of mpc's service history records indicated that the device was examined for the first reported malfunction.